Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last couple of months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient needed to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.